Event description:
It was reported that while performing a stereotactic breast biopsy the lateral tubing broke off of the probe after being fired into the breast. A second probe was used and it was noticed the samples were poor or missing. The case was completed with the second probe with no consequence to the pt.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the uniboard was the cause for this issue. To correct the issue, the analysis site replaced the uniboard. Per the service manual, service test were performed with no functional faults found. As part of the standard service process, replaced the muffler and applied dow corning lubricant to the dc motors. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed all previous qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.